Manufacturer narrative:
Pump received with blank display, problem isolated with lcd board. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.